Event description:
This unsolicited device literature case was received on (B)(6) 2011 via an article: roberts s a I and arthurs b p. Severe visual loss and orbital infarction following periorbital aesthetic poly-(l)-lactic acid (plla) injection. Ophthal plast reconstr surg 2011. This case concerns a (B)(6) male pt who experienced sharp pain behind left periorbital region, sudden and profound ipsilateral loss of vision, ptosis of left upper eyelid, intraocular pressure decreased to 0-1 mm hg in left eye, ophthalmoplegia of the left eye, inner retinal haemorrhage, orbital infarction and conjunctival chemosis after receiving treatment with poly-l-lactic acid (sculptra) for (B)(6) lipodystrophy. On an unspecified date the pt started treatment with poly-l-lactic acid. After receiving an injection in the left periorbital region he presented with sustained, deep boring pain and he noticed a sudden and profound ipsilateral loss of vision. Treatment with paracetamol (acetaminophen) and ibuprofen was given to the pt. Minimal relief was observed. The following morning, he presented to the hospital out of concern for his persistent loss of vision in the left eye and the slowly subsiding pain. He also experienced nausea and an inability to open or move his left eye. On examination, his best corrected visual acuity was 20/20 in the right eye and light perception with projection in the left eye. The pt had an approx 4-mm ptosis of the left upper eyelid. He also had a fixed and irregularly dilated left pupil measuring 6.5 mm. The intraocular pressure was 10 mm hg in the right eye and registered 0-1 mm hg in the left eye. Exophthalmometry measurements indicated a small, relative left enophthalmos of 1 mm. On extraocular movement testing, right eye ductions were full and complete, however, there was a near total ophthalmoplegia of the left eye with some residual but minimal supra- and infraduction. Slit-lamp examination was unremarkable for the right eye. Examination of the left eye revealed inferior conjunctival chemosis, a paracentral epithelial defect of the cornea, stromal corneal edema with descemet's membrane folds, and a deep and formed anterior chamber with a moderate 2-3 cellular reaction plus pigment. Posterior segment examination was normal in the right eye. There was no vitritis on left eye examination, but the retina demonstrated inner retinal hemorrhages, venous dilatation, macular pallor, and arteriolar narrowing. The pt also had a mild optic disc edema on the affected side. There were no entrance or exit wounds noted over the surface of the globe, anteriorly or posteriorly. A CT scan was performed to assess the posterior globe and orbital structures, but the study did not reveal any additional info and was reported as normal. Two days later, fundus fluorescein angiography was performed and was significant for profoundly limited and delayed choroidal, arterial, and venous filling. His ocular movements and ptosis of the left eye improved, but his vision remained depressed. The ptc investigation has been requested. The event of sudden and profound ipsilateral loss of vision was persisting and the events of sharp pain behind left periorbital region, ptosis of left upper eyelid, ophthalmoplegia of the left eye had improved. The outcome of intraocular pressure decreased to 0-1 mm hg in left eye, inner retinal hemorrhage, orbital infarction and conjunctival chemosis was unk. The pt's medical history included rhinoplasty, (B)(6), mild-to-moderate myopia corrected via spectacles, and he had no known drug allergies. His concomitant medications included efavirenz and 2 other antiretroviral medications as part of his highly active antiretroviral therapy regimen. His concurrent condition included nausea. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: in this case although the role of poly-lactic acid cannot be excluded for the left eye pain, loss of vision, eyelid ptosis. Intraocular pressure decreased, ophthalmoplegia, retinal hemorrhage, infarction and chemosis however, the fluoroscopy findings of ischaemia points towards a possible embolus of viscoelastic material injected into the supplying artery of eye, which resulted in terminal events of vision loss etc. Thus, medication error in the form of injection in the lumen of artery is a likely alternative explanation for all the adverse events.